Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 31-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4) .

Event description:
Halyard received a single report that referenced four different incidents, which were associated with separate units, involving four different patients. This is the second of four reports. Refer to 8030647-2018-00035 for the first patient. Refer to 8030647-2018-00037 for the third patient. Refer to 8030647-2018-00038 for the fourth patient. It was reported that the ballard extension tubing was disconnecting from the elbow. Additional information received on 18-jan-2018 stated the issue occurred with four different respiratory therapists (rt). The question was posed to all four rts if they had any issues with the tubing connector coming off of the ballard¿s elbow. They all said , ¿yes.¿ four patients were observed with the issue of the connector coming off easily.

Manufacturer narrative:
A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 27-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).